Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and fainting.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced continuous glucose monitoring (cgm) inaccuracies, hypoglycemia, and a loss of consciousness. The sensor was inserted at the arm on (B)(6) 2017. Patient reported she was in a parking lot when she lost consciousness. An ambulance was called by a friend that was with her. Patient's cgm blood glucose (bg) value was 65 mg/dl. The patient's bg value was 24 mg/dl when the ambulance arrived. Patient was treated with an infusion of glucose. Patient was taken to her diabetologist. Her bg was 67 mg/dl. Later, her cgm bg value was at 104 mg/dl and her finger stick bg was 62 mg/dl. At the time of contact, patient is fine. No additional patient or event information was provided. Data was provided for evaluation. The reported inaccurate cgm values was confirmed via data. The root cause could not be determined. The sensor was used past seven (7) days. Labeling indicates: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.